Event description:
It was called in to tech services on (B)(6) 2011 that this lv lead might be oversensing ap on lv lead side. They were going to adjust the lead sensing to see if this was the case and do some other diagnostics. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).